Event description:
Facility reports that a leak occurred with a reprocessed dialyzer, 24th use, during a pt treatment. The dialysate tested positive for blood and the extracorporeal system was discarded per facility protocol. Estmiated blood loss from discard was 190 cc. No pt injury reported.

Manufacturer narrative:
Visual inspection showed no abnormalities. Device failed the bubble-point test due to a broken fiber inside bundle. Pir 9700419